Event description:
The lay user/patient called lifescan (lfs) in 02/2006, and alleged that her meter was missing segments. The previous day, the pt attempted to test on her meter but she could not make out the numbers. She reported that parts of each number were missing. She tested on her meter and obtained a result, which she believed was "348 mg/dl." She took her novolog 70/30 based on the meter result. The pt began to feel dizzy and shaky. She called the paramedics and they arrived at approximately 9:00 p.m. They tested her blood glucose and obtained a result of 27 mg/dl. She was given glucose and food. They retested her blood glucose and obtained a result of 202 mg/dl. She did not want to go to the hosp, so the paramedics left. The pt fell asleep after they left and when she awoke she felt warm and clammy. She tested on the meter and obtained a result of 27 mg/dl. At approximately 11:00 p.m., she called the paramedics again and they obtained a result of 25 mg/dl. The pt was given IV glucose and taken to the hosp. Her blood glucose at the hosp was 21 mg/dl. She was kept overnight and released the following day. The pt reported that her blood glucose levels have been very erratic. While at the hosp, before being discharged, her blood glucose was tested and the result was 178 mg/dl. She was retested shortly after, before leaving and her blood glucose was 22 mg/dl. She was given IV glucose and released after her blood glucose was stable. This complaint is being reported, as the pt was unable to read the results on her meter and had a hypoglycemic event.